Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified mid left anterior descending artery. The 15mm x 2.50mm quantum apex balloon was inflated once to 18 atms, once to 20 atms and when it was inflated once to 24 atms the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.